Event description:
The hcp reported that 18 mls were aspirated from the pump reservoir; the expected volume was 6.9 mls. No alarms were heard. The pump was used to deliver morphine, and the pt had a loss of therapeutic effect. The pt was located at home. The pt's hcp reported that the pt had experienced increased pain/withdrawal symptoms. The expected reservoir volume was 3 mls, but 15 mls were found in the pump. A catheter due study was done in 2008 and no problems were found. The hcp planned to replaced to pump.